Manufacturer narrative:
The following functional tests were performed: the connection to the primary server was checked and the remote service engineer (rse) indicated the central units are well connected and functional. The network status of one of the monitors indicated it was not connecting because it does not have an ip address (ip: 0.0.0.0). The connection was tested by switching the monitor to fixed ip with its last ip used. In fixed ip, the monitor goes back to the central level. The customer was advised to check with their it department to determine if the at the dynamic host configuration protocol (dhcp) server was functional and if flows are open and the dhcp requests from monitors are received. Results of functional testing indicate that the dhcp server was not allowing information to flow and needed to be restarted. Based on the information available and the testing conducted, the cause of the reported problem was the dhcp server. The reported problem was confirmed. The dhcp server was restarted and the monitors of the two sites are connecting again to the xds control panels and workstations. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the patient information center ix, software version c.03.09 indicating that monitors at two sites were not connecting to the central stations and cross-enterprise document sharing (xds) stations. The device was in use on patient at time of event, there was no adverse event reported.